Event description:
Patient reported left side affected in the "recall" and, according to physician, "broken". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "broken."

Manufacturer narrative:
No device was received. Just device photos. Visual analysis: visual analysis of the photographs identified: rupture: not observed. Anxiety-product-procedure: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Patient reported left side affected in the "recall" and, according to physician, "broken". Patient additionally reported rupture and capsular contracture baker grade IV. Device has been explanted, discarded, and not replaced.

Event description:
Un-reporting due to the events not reportable.